Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (would not charge) was confirmed. As received, the battery would not power on a test monitor or charge. Upon evaluation, the fuse was open. The cause of the non-functional battery pack is the open fuse. The cause of the open fuse is excessive current. There was no death or adverse event associated with the battery malfunction.

Event description:
02/25/2021. Resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on (B)(6) 2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor returned a battery pack indicating that it would not charge.